Event description:
Caller alleging discrepant inratio values. (B)(6) 2015: inratio 1.3; repeat inratio 2.1; five minutes between tests. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a laboratory reference value for comparison. Product support was unable to determine the accuracy of the inratio result without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although the root cause analysis did not include return testing, the customer has lupus. The customer's blood sample may have interfered with the coagulation test. This could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.